Manufacturer narrative:
(B)(4). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. Insulin pump received with cracked retainer and broken off piece at the reservoir tube lip. R&d disposition (B)(4): for ( B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump had cracking down the back of the case and at the battery cap region, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. Last, the retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place.

Event description:
Information received by medtronic the customer¿s insulin pump retainer ring was broken. It was reported that the reservoir able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The sensor will be returned for analysis.